Event description:
Pt stated her son was pushing her in the unit, when it tipped over. She landed on her head and back and went to the ER for the day. Her lungs and lower ribs were bruised. The user manual part number (B)(4) was issued with this device. Documentation provides warning, cautions, instructions for safety using the device, and for routine maintenance. The warning includes the statement, "this unit is not to be used as wheelchair."